Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-06109 for a description of the other device. It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6), 2009. According to the complainant, post-procedure, the patient experienced urinary retention, frequency, vaginal scarring, nocturia, recurrent urinary tract infections, dyspareunia, vaginal pain, worsening incontinence and pelvic pain. All other information is unknown.